Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced because he patient was having some issues with t-wave oversensing so this lead was removed and a new one was implanted in a new location.